Event description:
It was reported that during the initial implant procedure, loss of sensing, loss of capture, and pacing anomaly was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.